Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker triggered what appeared to be a false eri alert on (B)(6) 2017. Programming changes to clear the alert were discussed. Patient would continue to be monitored.